Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic after a notifier went off for right ventricular low impedance. An alert was also noted for ventricular noise reversion. The patient has had a history of right ventricular lead noise since (B)(6) 2014. The device was reprogrammed to bipolar mode.

Event description:
New information reported that the patient was in stable condition during the reported event. The patient paces in the ventricle less than 2 percent.

Event description:
New information reported on (B)(6) 2016 that the lead again had switched to unipolar polarity due to low impedance; noise reversion episodes were also noted. The lead polarity was switched back to bipolar mode. The patient would continue to be monitored.